Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's external paddles were removed and returned. The malfunction was duplicated and attributed to a faulty sternum panel button on the external paddles. A replacement set of paddles were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.